Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the patient had experienced halos continuously and had poor distance vision. Therefore, the lens was explanted and replaced with unspecified monofocal lens in a secondary procedure. The clinical reason for explant was mentioned as intolerance to halos. Additional information has been requested, yet no new information received. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.